Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported air in line alarm was not reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had air in line alarms when no air was present during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.